Manufacturer narrative:
Additional MDR's associated with this event: MDR 3025141-2016-00102: plate.

Event description:
An aculoc 2 volar distal radius plate was being implanted. When the screw was inserted into the most distal hole of the plate, a secondary fracture was created. Plate and screws remain implanted.